Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 37-year-old female. On (B)(6) 2023, lower uterine segment cesarean section was performed under combined spinal-epidural anesthesia in hospital. The surgeon used (B)(6) for intradermal continuous suturing of skin tissue during the surgery. The needle pull off occurred during sewing. The surgeon immediately checked the integrity of the suture needle and confirmed that there was no residual foreign body. A new suture (the specific product information was unknown) was replaced for continuous suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time for about 2 minutes. The patient has been discharged smoothly currently. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: g1.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m

Event description:
It was reported that a patient underwent a lower uterine caesarean section under combined spinal and epidural anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure, at 01:05 am, the patient underwent lower uterine caesarean section under combined spinal and epidural anesthesia. Surgery for "severe preeclampsia". After routine disinfection and laying of sterile wipes, the surgery began normally. At 01:48, a full-term mature live female infant was delivered in the loa position. The doctor injected 10u of oxytocin into the uterine body, and the placenta and fetal membrane were delivered intact. Clean the uterine cavity twice and start continuous suturing with sutures. Clean the abdominal cavity, check the instruments and gauze, close the abdomen layer by layer, and inject sodium hyaluronate into the pelvic cavity to prevent adhesion. The suture is selected for the suture. When the suture is half closed, the problem of pulling off suture needle happened, which may cause serious injury to the patient. The surgeon and hand washing nurse immediately checked whether the needle on the needle holder is intact. After checking that the needle tip and tail are intact, they immediately replaced the new needle to continue the suture. The surgery ended at 02:54. The vital signs of the patient and newborn during the surgery are stable, the surgical process is smooth, and the patient is safely returned to the ward after the surgery. No adverse patient consequences were reported. Additional information was requested.